Event description:
Hill-rom received a complaint that a customer was having issues with the excelcare bariatric bed frame drifting down at the head section. A field service technician was dispatched to perform the repair. Upon inspection of the bed, ,the technician determined incorrect tension on the CPR cable, causing engagement of the CPR function. The technician adjusted the tension on the CPR cable and verified its proper operation. Hill-rom is reporting this malfunction where failure mode was involved in an adverse event on (B)(6) 2009 indicated in MDR 1045510-2009-00021.